Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 3006705815-2019-01593, reference MFR. Report # 3006705815-2019-01594. It was reported that patient experienced inadequate stimulation with their scs system after a fall and system had high impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Therapy has been restored.

Event description:
Reference MFR. Report # 3006705815-2019-01593. Reference MFR. Report # 3006705815-2019-01594.